Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. The following causes are inferred from investigation result. It was possibility that reported event occurred because communication between the processor and the camera head became impossible due to cable damage or damage to the camera head. It was possibility that damage to the cable and the camera head might be caused by the user's handling.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the device was not displayed when the user set up the device used. There was no report of patient injury associated with the event.